Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was sensing p waves during an atrial tachycardia, therefore inhibiting pacing with heart rate occasionally dropping into the 30s. Upon reviewing r wave sensing, the measured r was measuring a p wave. The patient was not symptomatic. The device was reprogrammed. The patient condition remained stable and would continue to be monitored.